Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident. It was determined that the cubie tray was defective. A field service engineer (fse) replaced cubie tray on auxiliary 5.2 and tested in hardware test application to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer stated that the station displayed it's not on the bus and after giving it a command the screen lags completely before following the command and the customer was not able to access medications in an entire row on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.